Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, correction and additional information. Updated fields: h3, h4, h6, h11. Corrected fields: e1 (first name, last name, facility, phone number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during inspection, the camera head had air leakage from the connector faceplate section. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during inspection, the camera head had air leakage from the connector faceplate section. There was no patient involvement.